Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. E1: event site name exceeds character limitations: (B)(6).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 c-ring broke. No components of the device detached, it just split in two. Nothing was left in the patient. A new device was used to complete the procedure. Slightly, delay to open a new device. There was no patient harm.

Manufacturer narrative:
Tw # (B)(4) updated sections: the device was returned to the factory for evaluation on 04/23/2025. A photograph was provided by the account. A photographic evaluation was conducted. Product information was observed in the photograph. An investigation was conducted on 04/24/2025. A visual inspection was conducted. There were no visual defects observed on the intact cannula handle. The c-ring was observed to be split down the center of the c-ring. The scope wash tubing and retention rib remained attached to the cannula. The scope wash tubing and the c-ring remained attached to the cannula due the presence of a retention rib. Based on the returned condition of the device well as the photographic evaluation and the evaluation results, the reported failure "break; c-ring" was confirmed. The lot # 3000459707 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
N/a